Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during a lasik ablation procedure, a shutter message appeared and the laser stopped with thirty percent treatment remaining. The surgeon attempted to clear the message, but these attempts failed. The system was restarted, remaining treatment was reprogrammed, and the procedure was completed with no patient harm reported. Upon follow up, the reporter indicated that patient outcome was less than one diopter deviation from what was expected. Patient will continue to be monitored.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the reported treatment was the second treatment on that day, and was aborted. The reported treatment shows an interruption by a warning message indicating the shutter was in the wrong position, and requesting the user to release and repress the laser pedal again to continue treatment. The user confirmed the center of ablation to go on with the treatment but did not start the treatment again due to an unknown reason. The occurrence of this error is most possible caused due to the laser pedal is not being depressed enough, which can cause the incorrect detection of the shutter state. No further shutter error occurred for the remainder of the day or following surgery days, therefore, the described behavior is the most possible root cause for the error. However, the root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).